Manufacturer narrative:
Based on the provided calibration data, the reagent lot number is 898123. The expiration date was not provided. The field service representative replaced the sample probes and performed checks. The investigation did not identify a specific cause of the event but determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 0.247 mmol/l with a data flag. The repeated results were 0.244 mmol/l, 0.317 mmol/l, and 0.326 mmol/l. All of the repeated results had a data flag. The sample was repeated because qc failed.